Event description:
Procedure type: gastrectomy. According to the reporter: prior to the first firing, the surgeon pressed the blue button to close the jaws. The surgeon then pressed the silver button to open the jaws. The status indicator light was illuminated blue. The device then stopped working. Surgical time was not extended beyond 30 minutes. There was no harm to the patient. The last known patient status is good.

Manufacturer narrative:
(B)(4). Summary: a review of the device history records for products idrvultra1 and egiaadapt has been performed. This review confirmed that both lots of products were reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends. A device history record review of product egia60amt could not be performed as the lot number was not available.

Manufacturer narrative:
(B)(4).